Event description:
It was reported that the physician is suspecting a lead fracture. At this time, there is no evidence to suggest that intervention has been confirmed. No adverse patient effects reported.